Manufacturer narrative:
No conclusion can be made. The clinician has stated the issue to be definitely related to the device, and definitely related to the procedure. Based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's hernia recurrence. The sample was explanted, and per clinical study protocol the sample was sent to a third party to be processed histologically. Testing has not been completed and the results are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in march, 2016. When / if additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported to davol that a patient who is part of a clinical study ((B)(6)) experienced a hernia recurrence. On (B)(6) 2016 - the subject patient underwent hernia repair using the phasix st mesh. On (B)(6) 2018 - the subject patient was diagnosed with a hernia recurrence. The hernia recurrence was confirmed via CT scan and ultrasound. On (B)(6) 2018 - the subject patient underwent explant of the study device. The hernia recurrence has been assessed per the clinician as moderate in severity, definitely related to the study device, and possibly related to the procedure.